Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and the patient event of altered mental status and electrolyte imbalance with subsequent hospitalization. There is a possible causal and or contributory relationship between the multiple alarms the patient alleged they were receiving and the incomplete and skipped treatments due to patient frustration preceding hospitalization. However, there is no documentation that the alleged issues with the liberty select cycler were reported prior to the call on (B)(6) 2019 and the pdrn stated the patient did not report any issues to tham as well. Altered mental status can be the result of several electrolyte imbalances and or uremia caused by skipped or incomplete treatments. Based on the available information, the liberty select cycler cannot be excluded as causing or contributing to the patient adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for electrolyte imbalance (unspecified) and altered mental status. The patient alleged that they were receiving multiple alarms causing them to not complete treatments. Additionally, the patient was frustrated with the liberty select cycler alarms and they chose to skip treatments instead of notifying the peritoneal dialysis registered nurse (pdrn). The pdrn stated the incomplete and skipped treatments were likely the cause of the patient¿s electrolyte imbalance and altered mental status. The pdrn also states when staff checked out the cycler, everything appeared to be working correctly, however, a new cycler was requested and delivered while the patient was hospitalized. Hospital course is unknown. The patient was discharged on (B)(6) 2019 with improved condition and continued pd therapy with a change in pd solution prescribed to only utilize 1.5% delflex due to dehydration issues.